Manufacturer narrative:
Testing and investigation found that the single used d1000 tego connector was returned with blood between the seal and body. Subsequent leak testing revealed leakage during activated pressure and vacuum testing. When the used d1000 tego was disassembled there was a puncture in the seal typical of access with a sharp instrument such as a needle during use. No mating devices were returned. The dfu states: do not use needles or caps on tego. The dhrs for lots 3661704 & 3649824 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Concomitant medical products (date returned to MFR): 2/27/2019.

Manufacturer narrative:
The lot number of the device that was in use is unknown. A device from one of two possible lot numbers (3661704 or 3649824) is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation of a tego that was placed on (B)(6) 2019 at the venous pole. At the start of the first dialysis treatment, blood came out on the side of the tego. The tego was disconnected immediately. There was an estimated blood loss of 20 ml. The patient was stable after the event and there no delay in critical therapy.